Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an under infusion of dilaudid (5 mg/50 ml). The customer reported the patient-controlled analgesia pump delayed infusions unexpectedly. The clinician indicated that the bolus will typically go through but then either immediately after or several minutes later, the pump will pause the continuous administration and display 'max limit reached'. The clinicians have been fully shutting off the pump and restarting it in order to 'reset' the settings. There was patient involvement, it was reported "the patient experienced breakthrough pain and delays to receiving pain medication boluses in the end of her life". Additional information was received through follow up on 15jan2026. It was reported the infusion was programmed pca dose plus continuous. Continuous rate ranged from 0.05-0.28 mg/hr and the bolus' ranged from 0.06-0.36 mg every thirty (30) to sixty (60) minutes. The patient had experienced break-through pain during the event.